Event description:
This lead was capped due to out of range impedance and no capture in both unipolar and bipolar configurations. Lead had sensing that would go in and out with patient movement, such as coughing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.